Event description:
The customer reported that the pt had an embolectomy catheter used to declot an arteriovenous gor-tex shunt on 3/4/99. Upon withdrawl of the embolectomy catheter, it was noted that the balloon had split leaving a portion of the balloon in the distal forearm. Per the pt's medical record, the embolectomy catheter was removed without incident, but the balloon was missing from the end of the catheter. X-rays were unable to locate the balloon portion of the catheter. Per the physician, no noted harm was caused to the pt. No noted course of action for the retrieval of the balloon was documented in the pt's medical record.